Manufacturer narrative:
Record was skipped accidently during the transmission of over 100 records. The transmission of records is a manual process within the system. This record was discovered during the monthly review of complaints. The record also required corrections and maintenance to the correct fields being populated. Therefore, causing the record to be transmitted late.

Event description:
Implant failed to osseointegrate.